Manufacturer narrative:
A visual inspection of (B)(4) security sp returned consumer samples was conducted. The visual examination observed that (B)(4) of the samples displayed signs consistent with the complaint. One of the two suspect samples had a cracked applicator. The outer carton appeared to contain water damage. A document and records review was performed of the reported lot. Documentation assessed included: manufacturing, quality verification, line clearance and device history records. This assessment found no anomalies that may have caused or contributed to the reported issue; therefore, the root cause could not be identified. Trend analysis was performed on (B)(4) 2014 with no other complaints found on recorded lot ac114524x0342.

Event description:
The consumer stated that her tampon contained a black substance which appeared to be mold.